Event description:
During the total hip replacement surgery after the liner was inserted, it was found the liner was loose. Finally the surgeon took used backup device to complete the surgery. Delay 20min.